Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bowel issues it was reported that the device has never worked for them since the implant, and that every time they eat, they immediately have to go to the bathroom. Patient stated that they don't know if it is working the way it should or not. The patient asked if she had considered making any adjustments. The patient stated that they did not have external components and that they were confident that they had never been given external components. . Patient stated that they have a handset and a communicator that are being replaced (see rtg0615340) for their spinal cord stimulator and asked if those would work to make interstim adjustments. Agent reviewed expectations. The patient was transferred to summed to replace their external devices. . The patient stated that about a year ago, their device was moved to their stomach because it caused them pain when they sat down. The agent did not ask about the circumstances that led to the reported issue. Documented and reported event. No further action was taken by patient services.